Manufacturer narrative:
All available patient information is included. Additional patient details are not available. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
On (B)(6) 2022, during an onsite visit to the customer, the field service engineer (fse) carried out inspections and clearing of the waste line on the integrated module architect c4100 analyzer. When the fse moving the tubing and the piping between the outlet/drain of the architect c4100 (architect c4000 + i1000sr) to the external waste pump, the fse got sprayed in the eyes. The spray entered between the protective glasses and the mask (the mask moved the glasses upwards, due to the mask covering the nose), coming into contact with the right eye. The fse immediately washed his eyes with running water for 15 minutes. The next day he went the emergency department due to the right eye becoming red and painful. The emergency room doctor performed the following testing: serologies for hiv, hepatitis b and hepatitis c were collected, all negative and then started post-exposure prophylaxis (dolutegravir sodium 50mg and tenofovir disoproxil fumarate 300mg + lamivudine 300mg). The fse was then referred to an ophthalmologist who diagnosed the fse with chemical conjunctivitis. The doctor prescribed the following medication for the eye to be administered for 28 days since the biological agent is not known: 5mg/ml ketorolac trometamol and 5mg/ml sodium carmellose (eye drops). The fse is doing ok now and no further impact to the user was reported.

Manufacturer narrative:
This follow up is being submitted to include the initial coding in section h6 for component code, type of investigation, investigation findings and investigation conclusions that were not included in the initial report.

Manufacturer narrative:
On (B)(6), 2022, a service representative sustained a spray to his right eye when he attempted to clear a partial blockage observed in the inlet and outlet external waste pump tubing and drainpipe during scheduled predictive maintenance (isa-117-024c) on i1sr52763. The analyzers were in a ready status and the external waste pump was powered off. The service representative crouched next to the pump and when he disconnected the waste inlet tubing of the c4000 at the external waste pump inlet connection, a ¿jet¿ of fluid sprayed towards his face and passed between his goggles and ffp face mask. The service representative indicated that his face mask moved his goggles upwards due to the mask covering his nose, allowing the spray to reach his eye. He immediately flushed his eyes but sought treatment the following day for eye redness and soreness. He was prescribed medication for chemical conjunctivitis as well as post-exposure prophylaxis medications. There were no errors generated by the analyzers indicating an issue related to waste drainage. The external waste pump I (list number 08c94-19-021-u) was cleaned to return the system to normal function and is the likely cause for this complaint. A review of the i1sr52763 and c401072 service history identified no contributing factors on or around the date of the complaint. There have been no subsequent contacts regarding the external waste pump or leaking of liquid waste. A review of tracking and trending did not identify any related trends related to the complaint issue. Labeling was reviewed and adequately addresses the issue under review. Based on the investigation, no systemic issue or product deficiency was identified.